Event description:
It was reported in a journal article studying device-related complications in subcutaneous implantable cardioverter defibrillator (s-ICD) versus transvenous implantable cardioverter defibrillator (tv-ICD) that s-ICD is associated with a lower risk of complications. In this study, the following complications with boston scientific's s-ICD were observed: 8 pocket hematomas, 2 device infections, 2 generator malfunctions, 4 defibrillation failures, 13 inappropriate shocks due to t-wave oversensing, 14 inappropriate shocks due to non-cardiac inappropriate sensing (noise), and 3 inappropriate shocks due to supraventricular tachycardia (svt)/sinus tachycardia rhythms. There were additional complications (device and lead related) observed in the transvenous population; however, the manufacturers of the transvenous products were not provided. The article noted surgical intervention to resolve the s-ICD complications was rare compared to the tv-ICD complications. A request was made for the article author to provide the model/serial numbers for the specific s-icds that exhibited complications and for any transvenous guidant or boston scientific device and/or lead that exhibited a failure. As of today, no additional information has been received. Based on the implant date range provided in the article (2014-2019), the s-ICD models likely include 1010, a209, and a219. Palmisano, pietro, et al. (2021). "Impact of complications: s-ICD versus transvenous ICD." Doi: 10.1111/jce.15080.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.